Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the PICC presented leakage of the flushing liquid around the insertion point, along with pain reported by the patient at the insertion point. This issue was encountered at the end of the penultimate therapy cycle. Since the implantation, no evident problems were observed, neither by the operators nor by the patient. The therapy proceeded without issues. The check after removal, which I performed with progressive cutting from the distal end to the point of leakage, aimed to identify if there were other points of damage, with negative results until reaching the most proximal point where the leakage was found. The leakage was microscopic with a slight spray under pressure, almost imperceptible. There was no problem for the patient who no longer needed therapy. The problem occurred during the periodic dressing on (B)(6) 2025. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-01727 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-01381.